Event description:
The following has been reported: nurse reported lipids moved through the filter but wouldn't move past the y site on the tubing. Alarm was downstream occlusion on the IV pump. Switched all lines to see if that would work and it didn't. The line would flow by gravity but when connected to pump and line, it wouldn't infuse. During that time, mvi and tpn were infusing just fine, it was just the lipids that wouldn't infuse. No patient harm, just delayed infusion. The set was not received for evaluation: no pictures or samples available for evaluation. Therefore, it was not possible to replicate or confirm reported failure. The y sites are missing the slit preventing the infusion and blocking the fluid from moving in either direction through the valve. Probable root cause could be related to there was no slit through the top surface of the silicone on the activated y-site valve . Therefore, the fluid was blocked from moving in either direction through the valve. Alert sqa - 1776420 was issue to the supplier related to "missing slit on y site" reporting due to referenced issue. No adverse effects were reported. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.